Manufacturer narrative:
Follow-up # 2 ¿ (06/12/2014). Device evaluationthe reporters meter has been returned on 06/19/2014 and evaluated on 06/21/2014 by lifescan product analysis with the following findings:error message is observed in the error log, but error was not reproduced during the investigation. A DHR (device history record) was completed on 06/13/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient¿s sister contacted lifescan (lfs) (B)(4) alleging the patient¿s one touch ultra 2 meter read inaccurately low compared to his feelings and or normal results. The complaint was classified based on the customer service representatives (csr) documentation. The reporter stated that the alleged inaccuracy started on (B)(6) 2014 ¿after 7:00 p. M.¿ when the patient obtained a blood glucose result of ¿1.4 mmol/l¿ with the subject meter. The patient manages his diabetes with oral medication (unknown type) and with an injectable medication (byetta, unknown dosage). When the alleged issue occurred, the patient took more drink (lucozade) in response to the alleged inaccurate result(s) obtained with the subject meter. At an unspecified time, that same night, the patient began to feel ¿thirsty¿. The reporter stated that the patient retested his blood glucose with another device (unknown type) and that it was ¿high¿; however, she was not able to provide the result obtained at the time. The reporter stated that the patient did not receive any treatment in response to the symptom. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he obtained inaccurate low readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (05/12/2014), the patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Based on statistical methodology the calculated difference between these glucose results meets the expected value of less than or equal to 30%.